Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient experienced left breast pain and was diagnosed with bilateral capsular contracture (no baker grades were provided), bilateral breast asymmetry, left implant displacement, and left recurrent ptosis during a physical exam. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. Furthermore, during the surgery, a ruptured right implant was discovered. There were no reported procedural delays or patient consequences/harms due to the finding. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2026, the mentor analysis lab received the suspect medical device for evaluation.with the returned device, the product identity was determined as the following:size: 750cc.brand name: mentor memorygel breast implant.catalog: 3507501bc.lot: 9822564.d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.on may 24, 2026, mentor completed an evaluation on the returned device.device evaluation:a thorough investigation was conducted.visual analysis of the returned device determined that the breast implant was found to be ruptured from both aspects.microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.as part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.the investigation found the reported event was caused by use error (reasonably foreseeable misuse). Foreseeable misuse is considered in the company¿s risk management documentation. The post-market surveillance (pms) system periodically trends complaint data to detect signals related to product quality, patient safety, and use error. Quality issues that could affect safety are escalated through the quality system and may trigger a trend report when appropriate. Pms reviews and complaints feed into the risk management process; based on current review, no device design, usability, or instructions/training changes are needed.manufacturer¿s reference number:(B)(4).